Manufacturer narrative:
The root cause of the customer's complaint is a cracked and shattered brush head, most likely resulting from a drop.

Manufacturer narrative:
The proresults brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that pro results brush head broke at the peak and they had bristles falling off in their mouth. No injury reported. No medical attention was sought.